Event description:
It was reported that during a laparoscopic colon procedure, the device was closed and fired and then it would not release and was stuck on the tissue. The device was manually released by pulling the triggers open. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.